Manufacturer narrative:
The nurse reported that there was communication loss on several bedside monitors (bsms). It was unclear if the bsms were being monitored on the central nurse's station (cns) and if multiple bsms went into comm loss at the same time, or if individual bsms went into comm loss at different times. The customer contact number did not allow for voice messages to be left, and no one answered the phone. The email provided returns as well. Therefore, qa could not get clarification on the details of the complaint. No patient harm was reported. Attempt #1: on 08/04/2021 emailed customer via microsoft outlook for all items under the no information section. Email returned. Attempt #2: 08/04/2021 called customer via microsoft outlook for all items under the no information section. No answer and no messages could be left. Attempt #3: on 08/18/2021 called customer via microsoft outlook for all items under the no information section. No answer and no messages could be left. Additional device information: concomitant medical device contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1: on 08/04/2021 emailed customer via microsoft outlook for all items under the no information section. Email returned. Attempt #2: on 08/04/2021 called customer via microsoft outlook for all items under the no information section. No answer and no messages could be left. Attempt #3: on 08/18/2021 called customer via microsoft outlook for all items under the no information section. No answer and no messages could be left.

Event description:
The nurse reported that there was communication loss on several bedside monitors (bsms). It was unclear if the bsms were being monitored on the central nurse's station (cns) and if multiple bsms went into comm loss at the same time, or if individual bsms went into comm loss at different times. The customer contact number did not allow for voice messages to be left, and no one answered the phone. The email provided returns as well. Therefore, qa could not get clarification on the details of the complaint. No patient harm was reported.